Manufacturer narrative:
E1initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During insertion into the patient's body, upon third inflation, it was noted that the balloon ruptured at 10 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.